Event description:
After the lens was implanted, the surgeon noticed a tear on the lens' optic. He enlarged the incision to remove and replace the lens. There were no consequences to the patient.

Manufacturer narrative:
This lens is sold in the USA under model: ao60g. See medwatch 1920664-2010-00073 for the delivery device used with this lens.